Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue; however, upon completing the button test, physio observed that both the "current down" and "pause" buttons were permanently lit, indicating that they were engaged (depressed) even though they were not being pressed. This condition may prevent the functionality of critical buttons on the keypad. Physio-control then replaced the main keypad assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that the buttons on their device's main keypad assembly would only respond intermittently when pressed. As a result, defibrillation may be delayed or prevented, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed main keypad assembly in the failure analysis center. The cause of the reported issue was determined to be that the energy up and pacer current up buttons were shorted. The shorting of these two buttons caused intermittent operation of other functions on the main keypad assembly.